Event description:
During care the rn noted that the lumbar drain had come disconnected and cerebrospinal fluid (csf) had infused on the bed. The lumbar drain was disconnected at the stopcock site. No harm to the patient.